Manufacturer narrative:
The initial reporter stated that icterus was slightly visible in the sample for patient 2. The field service representative checked the performance of the analyzer. He ran a calcium precision check and found no issues. The customer successfully performed patient correlations and ran calibration and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable calcium results for 2 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 5.7 mg/dl and was considered to be a critical value. The repeated result was 7.4 mg/dl. The repeated result was believed to be correct. The results were reported outside of the laboratory. Patient 2: the initial result was 5.9 mg/dl and was considered to be a critical value. The repeated result was 7.3 mg/dl. The repeated result was believed to be correct. The results were not reported outside of the laboratory. The reagent lot number is 482216. The expiration date was requested, but not provided.

Manufacturer narrative:
Calibration and qc were acceptable. There was no indication for a performance issue of the reagent or instrument. The issue appears to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.